Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that there was a suction break after the arcuate incision was made. The pt was taken to the cataract suite for the cataract removal and it was then noted that the capsulorhexis was in four pieces and there were four rents in the anterior capsule. The surgeon felt that it would probably be acceptable to insert the iol (intraocular lens) into the capsular bag; however, to be conservative, the iol was placed in the sulcus. Upon f/u, it was reported that the pt is doing fine in the post operative period.